Event description:
Caller indicated the relion prime was giving variable readings. Got reading of 34, at 5:29pm, and retested because he didn't have any symptoms got reading of 246, at 5:30 pm. Customer says this is not the first time this has happened where he got a low reading and retested and got a much higher reading. He stated that he washes hands and uses a clean lancet with each test but would not go through remaining technique questions because he has been a diabetic for many years and has never had this problem with another meter. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.